Manufacturer narrative:
Method: device not returned. The reported included no information except that an aortic valve and a mitral valve had been explanted after approximately 8 years due to calcification. No model number, serial number, implant date, explant date, or patient health or medications history were reported. The device history record (DHR) review cannot be done because the serial number is unknown. It is unknown if the device is available for return and evaluation.

Event description:
In this case, both the mitral and aortic valves were explanted after an implant duration of approximately 8 years due to calcification. Implant and explant dates are unknown. Devices are to be returned.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Customer report of calcification was not confirmed, however stenosis was observed. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was minimal at the stent outflow. 2 tears were also observed, one tear (approximately 3mm in length) was on leaflet 1 at commissure 1 the other tear (approximately 2mm in length) was on leaflet 3 at commissure 1. Thickened/swollen tissue was also observed on all 3 leaflets at all 3 commissures as well as the cusp areas of all 3 leaflets. Thickened/swollen tissue appeared to have contributed to stenosis. Stent wireform was slightly exposed on the outflow aspect near commissure 2. The xray demonstrated wireform near commissure 2 and 1 appeared distorted. Method: x-ray. Stenosis can be due to many factors depending on the implant duration and includes but is not limited to calcification, thrombosis, pannus and non-calcific degeneration. In this case, the device exhibited stenosis most likely the result of non-calcific degeneration. Non-calcific degeneration is characterized physiologically by moderate to severe regurgitation and grossly by partial to complete loss of leaflet architecture. In vitro and in-vivo testing have demonstrated consistent patterns of structural damage from non-calcific degeneration, with collagen loss within the bellies of the leaflets. Therefore, this mode of failure included cusp tears and perforations within the body of the cusps that were unrelated to leaflet separation from the stent and distinct from tears associated with calcification. Since the mechanism of non-calcific degeneration of bioprosthetic heart valves is not fully understood, the root cause for the stenosis of this valve cannot be determined at this time.